Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 38 indicating a motor stall, after which the device failed to power on and the screen and sleep/wake button were unresponsive despite battery above 50 percent. Symptoms included no reported adverse clinical effects and no changes in blood glucose control reported at the time of the event. Outcomes included the user transitioning to backup insulin therapy until a replacement device was provided. Investigation included collection of device identifiers and arrangement for device return and evaluation. Investigation of this device revealed a suspected device malfunction consistent with a motor stall and subsequent failure to start, suggestive of a pump actuation or power-control issue. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to motor stall and failure to power on.